Event description:
It was reported that the patient presented to a follow up with muscle stimulation from the right ventricular (rv) lead. Diagnostic imaging was performed and confirmed the rv lead had not moved from the implant position, but the physician still suspected a micro-dislodgement. The physician attempted to surgically revise the lead, but the helix of the rv lead did not retract normally after repositioning the lead several times due to the patient's fibrosis condition. The rv lead was left implanted and will be extracted at a different facility at an unspecified date. No additional patient consequences were reported.